Manufacturer narrative:
The following field was updated due to corrected information: b.5. Describe event or problem: it was reported that a package of syringe 0.5ml 29ga 1/2in 200bx ca had missing label information during use. The following was reported by the initial reporter: "it was reported that information label was missing." H.6. Investigation: customer returned an image of two separate shipping cartons. One features a red and white bd identification label. The other, facing the same direction as the first, does not feature any identification label. A review of the device history record was completed for batch# 0160025. All inspections and challenges were performed per the applicable operations qc specifications. There were zero (0) notifications noted that pertained to the complaint. A l2l dispatch was created for the machine not installing labels. Excessive cartons were ejecting for missing labels. H3 other text : see h.10.

Event description:
It was reported that a package of syringe 0.5ml 29ga 1/2in 200bx ca had missing label information during use. The following was reported by the initial reporter: "it was reported that information label was missing.

Manufacturer narrative:
Date of event: unknown. The date received by manufacturer has been used for this field. A device evaluation and/or device history review is anticipated, but is not complete. Upon completion, a supplemental report will be filed. "

Event description:
It was reported that a package of syringe 0.5ml 29ga 1/2in 200bx ca had missing label information during use. The following was reported by the initial reporter: "it was reported that information label was missing. Verbatim: fyi lot is 0160025. Found on date of receipt 2/3/21 the item in question arrived to our facility damaged. The external shipping container was not visibly damaged. Item found damaged upon opening external shipping container. Please see the attachment. Customer is stating there isn't a label on their package."